Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that since (B)(6) 2012 her device had not been working very effectively. It was noted that the patient was experiencing pain around the implant. It was noted that it was burning and aching pain. It was noted that the patient had not been using her implant lately. Additional information received reported that the patient had her stimulation turned off since (B)(6) 2012. It was noted that the last time the patient recharged was back in (B)(6) 2012. It was noted that the patient had been experiencing a lot of pain at the pocket site since (B)(6) 2012 and that it hurt when she sat back. It was noted that the patient had an appointment with a pain management health care professional (hcp) on the day of report but they called and cancelled. It was noted that the patient saw a power on reset (por) message and then the implantable neurostimulator (ins) recharging status screen. Additional information received reported that the recharger display was showing a ¿call your doctor¿ icon. It was noted that a 376 antenna test-temperature failure error code was reported. It was noted that the issue was resolved and that the por was cleared. Additional information received reported that the patient still had concerns regarding their device or therapy but they were working with their doctor or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2013. Additional information received reported that the patient¿s health care professional (hcp) realized that the patient¿s stimulator wires had come loose and wanted to put in new flat leads. It was noted that he patient had an appointment with hcp on the day after report. It was noted that the patient¿s lead problems started ¿about this time last year.¿ it was noted that the patient had a lot of pain around the stimulator and that you couldn¿t see anything on the outside wrong, but it was hurting really bad so the patient quit using it. It was noted that the patient did not charge it or anything but ¿evidently the leads had come loose.¿ the reporter stated ¿they have to take the leads off and put in flat leads but to do that they have to put it through the spinal cord and break through a piece of the backbone.¿

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3550-39, lot# n323042, implanted: (B)(6) 2012, product type: accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3550-14, lot# n304662, implanted: (B)(6) 2012, product type: accessory; product ID 355026, lot# n247820, implanted: (B)(6) 2012, product type: accessory; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.